Event description:
It was reported to medtronic minimed that the customer received an alarm was generated when a power failure was detected (pump error 24). Troubleshooting was performed and the pump performed safety checks and an error was found. The customer reported no adverse event. The event involved product(s) mmt-1885. The customer was unable to fully reset the pump after removing the battery. The customer was unable to clear the pump errors, power loss alarm, and program the pump. No harm requiring medical intervention was reported. Mmt-1885 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
During initial pump programming in preparation for performance testing, the pump alarmed critical pump error 24. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and dat test due to the pump error 24 alarm. The trace and history files were successfully downloaded using thus. A review of the pump history file reveals three (3) pump error 24 ((B)(6)) power failure alarms (1x (B)(6) 2024 and 2x (B)(6) 2024) were generated due to the motor health check failed: the vcc voltage was not within the limits. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2) and motor assembly. A sc1 cap locks into the reservoir compartment properly. The following were noted during a physical: scratched case, stained keypad overlay, and cracked buttons on the keypad overlay (select, up down, left, and right arrows). Pump error 24 alarms are due to the motor health check failed: the vcc voltage was not within the limits, fault isolated to the hardware. Unable to restart the pump and program setting is a normal occurrence when the pump encounters a critical pump failure, this is expected behavior. Anomalies are not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.